Event description:
The customer alleged the waste line to the drain became loose and sprayed approximately ten (10) milliliters of waste on to two (2) operators involving unicel dxh 800 coulter cellular analysis system. One operator was sprayed on the hands and pants and did not wear personal protective equipment (ppe). The second operator was sprayed in the eyes and face while walking in the area and did not wear personal protective equipment; this operator went to the eyewash station and rinsed her eyes. Neither of the operators sought medical attention and both are doing well. No erroneous patient results were generated. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing had popped out of the original connection at the floor drain. The hospital engineers designed the drain to be below the floor level and beckman coulter did connect the drain line at installation. The hospital laboratory, however, has been moving additional equipment into the area, and the fse noted the customer had moved the unicel dxh 800 instrument from its original location, causing the drain line to come out of its original tie down connection. The fse reconnected the tubing to the drain and into the original drain connection. The instrument conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility.